Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the facility status post cardiac arrest. The patient was found unresponsive by their daughter with active low flow alarms. The pump remained on and running. It was noted that when emergency medical services (ems) arrived they disconnected the patient's controller from the mobile power unit (mpu) and never connected the controller to batteries for transport. The patient arrived to the facility with the left ventricular assist device (lvad) running on external backup battery (ebb) power. It was also noted that the controller's time was an hour off. Log file review captured power cable disconnect, low power hazard, and no external power events on (B)(6) 2022 between 12:09:25 and 12:11:52 that occurred on the mobile power unit. Low flow alarms occurred intermittently between 12:36:37 and 12:38:15. The patient ultimately expired on (B)(6) 2022 due to cardiac arrest. Related manufacturer report number of pump/death: 2916596-2022-01795.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mpu was confirmed via the provided log file. The log file contained data spanning approximately 1 day ((B)(6) 2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2022 at 12:09 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved within approximately 2 minutes when power was restored to the system, and the backup battery operated the system during this time. No other notable events regarding the mpu were observed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event and the mpu were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate 3 patient handbook rev. D section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook rev. D section titled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.